Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, back pain, menorrhagia, hypersensitivity, dermatitis allergic, psychological trauma, vaginal infection, urinary tract disorder, migraine, headache, hormone level abnormal and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, fallopian tube perforation, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psych injury, fallopian tubes perforation, vaginal infection and urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified). Result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. This case became incident. Event injury was updated to pelvic pain, fallopian tubes perforation, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, rash, psych injury, vaginal infection, urinary problems, migraine, headaches, hormonal changes and hair loss. Reporter information was updated. Lab data was added. Date of implant updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity/ allergic or hypersensitivity reaction"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and bladder disorder ("bladder or urinary problems or changes") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, back pain, menorrhagia, hypersensitivity, dermatitis allergic, psychological trauma, vaginal infection, urinary tract disorder, migraine, headache, hormone level abnormal, alopecia and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, fallopian tube perforation, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psych injury, fallopian tubes perforation, vaginal infection and urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified). Result was not provided. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs received. Lot number was added. New events added: bladder or urinary problems or changes. Patient's name was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.